Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing and intermittent power issue and that some of the threads in the battery compartment were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. A supplemental report will be filed when the evaluation is completed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/26/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded. Visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad. The returned battery cap threads were found to be stripped and the cap was not able to be fully secured to the pump. The returned battery cap was not able to maintain an electrical connection with the pump and battery. A test battery cap was used to complete the investigation. The pump was exercised for 24 hours with no power reboots occurring. The pump case was removed and no evidence of internal moisture or damage was found to the power circuit.